Event description:
It was reported that about a month after a system implant, the right ventricular lead had elevated and highly variable high voltage (hv) impedance and an alert was triggered. A loose set screw at the device-to-lead interface was suspected; the lead was re-inserted into the device header and the set screw tightened. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on(B)(4) 2012 03:00:03. The weekly and daily hv-lead impedance trend data shows an abrupt increase for max defib active can on impedance and max svcdefib impedance equal to 74 to 210 ohms peak between (B)(4) 2012.